Event description:
The customer tested his blood glucose using the contour next ez meter and the breeze 2 meter. He received a 50 mg/dl difference between readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The call ended before further information could be obtained.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date without the product information.